Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the ins being placed in the patient's right lower back at their belt line verses their left lower back was unknown. The rep also indicated that the physician assistant (pa) did not report what happened with that either. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. Patient medical history was reported to be low back and leg pain. It was reported that the patient was unhappy with their battery "replacement" and was electing to have the system removed. It was re ported that the patient wanted it in the lower back but was implanted in the right lower back at their belt line area. There were no environmental factors or diagnostics taken. The issue was not resolved at the time of the report but the explant was scheduled for (B)(6) 2018. No further complications were reported.